Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: piece of the battery tube threads missing, crack in the case on the battery tube side which starts at the corner of the left belt clip rail, broken left and right belt clip rails, missing display window cover. The pump was received without a battery cap. The pump passed the self test. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The red notification led was dimly lit throughout testing however. Thump software was utilized and uploaded trace/history files properly. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j1. Checked underneath the dome switches of each of the keypad buttons and did not note any previous moisture presence or corrosion. In summary, the customer¿s report of stuck down, up keypad buttons was not confirmed during testing. The dimly lit red notification led is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported stuck buttons. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1711k. The customer reported a keypad anomaly and/or stuck button alarm. The pump screen was scrolling without input from the user and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1711k was requested and the customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.